Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2010, 03/01/2010, 03/09/2010, 03/10/2010, 03/17/2010, and 03/19/2010 by phone, fax,and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a patient with induced astigmatism following intraocular lens (iol) implant surgery. The surgeon reported that she brought the patient back and performed limbal relaxing incisions (lri). The patient's visual acuity is now 20/20. The surgeon reported the patient is very happy with her vision. Additional information has been requested.